Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer also reported experiencing a low blood glucose (bg) level of around 52 mg/dl. Reportedly, the customer did not consume enough food and could "feel" bg level going low. Additionally, the customer stated they are confident low bgs were not due to the pump. Customer consumed chocolate milk to treat bg levels.